Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported there was difficulty turning the left ins on or off with the patient programmer. The patient programmer worked fine with the right ins. The patient programmer doesn't beep or register when using with the left ins. They didn't feel any kind of tingling when turning the ins off or on. The problem was progressively getting worse. The patient programmer battery light was green. The ins battery light on the top showed green when the patient programmer eventually worked. Otherwise, the patient only saw the patient programmer battery light. The patient saw their hcp and tested both the inss and they were both at 3.74 v. This was tested a month ago and 6 months ago. The patient was to follow up with their hcp. No patient symptoms or further complications were reported as a result of this event.